Manufacturer narrative:
(B)(4). Final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, weight and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, whether metalosis had been confirmed, what was implanted at the revision and an update on the patient post revision, was requested in order to progress with the investigation of this event. The reporter confirmed that the patient was ok post revision and had not experienced any trauma post primary surgery. Not all requested information could be provided and thus the scope of this investigation will be limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to this event. Based on the available information, no further investigation can be conducted and the root cause has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the cup, cocr liner, ecima insert and biolox delta ceramic head after approximately 2 years and 1 month due to impingement.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, weight and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, whether metalosis had been confirmed, what was implanted at the revision and an update on the patient post revision, was requested in order to progress with the investigation of this event. The reporter confirmed that the patient was ok post revision and had not experienced any trauma post primary surgery. Not all requested information could be provided and thus the scope of this investigation will be limited. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the cup, cocr liner, ecima insert and biolox delta ceramic head after approximately 2 years and 1 month due to impingement.